Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to blood.

Event description:
It was reported that one day post-implant, the right atrial (ra) lead required repositioning due to high threshold. After several attempts the helix would not retract, possibly due to tissue in the lead. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri implantable pacing lead (B)(6) 2013. (B)(4).